Event description:
It was reported that the patient fell two nights prior to the report and since then the right side of her stimulator wasn¿t working but the left side was. A request was made to meet with the manufacturer¿s representative (rep) because their therapy wasn¿t working as expected. The rep. Noted that they would see the patient on (B)(6) at 11:30. The rep. Met with the patient and suspected the lead had shifted to the left since the fall. It was later determined that the lead had migrated and would be revised on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the second revision had not happened yet and was not scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was receiving effective therapy after the revision. However, following the revision lead migration occurred again, and a very small portion of the lead could be seen through the skin. It was unknown what the cause of the issue was or if the issue was resolved. Reprogramming was done. As a result both of the patient's leads were removed on (B)(6). The patient was going to be referred to a surgeon for future replacement/second revision of the lead but no date had been set. At the time of the report the patient was not receiving therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. (B)(4).